Event description:
Reportedly, a patient went back to cardiology as he felt unwell after MRI examination on 19 january 2023. During the follow-up on 24 january 2023 the initial parameter settings of the subjected pacemaker were found completely re-programmed after MRI examination, although the auto-MRI function was activated. In addition low atrial lead impedance and episodes with noise oversensing were observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a patient went back to cardiology as he felt unwell after MRI examination the initial parameter settings of the subjected pacemaker were found completely re-programmed after MRI examination, although the auto-MRI function was activated.